Event description:
It was reported the pt underwent mitral valve replacement surgery and received a 27 mm sjm mitral valve. Postoperatively the pt developed significant paravalvular leak and the valve was removed and replaced with another model 27 mm sjm mitral valve. According to the surgeon there was no evidence of any prosthetic dysfunction. Additional info has been requested.